Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a 18mm amplatzer vascular plug ii was chosen for procedure. During the procedure, an attempt to advance the device through a 7fr sheath was made and the user reported feeling resistance. The sheath was exchanged with a larger 8fr sheath and the device was able to be deployed. The user repositioned and re-sheathed the device 3 to 4 times. During the last attempt to deploy this device, while inside the patient, the device presented with a deformation on one of the discs, its shape unspecified. Still attached to the cable, the device was removed and exchanged with an unknown size avpi device and the procedure was successful. The patient did remain stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information has been provided.

Manufacturer narrative:
An event of advancement difficulty and device deformation was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note, per the amplatzer vascular plug ii instructions for use, "directions for use: if device position is unsatisfactory: stabilize the wire and re-advance the delivery catheter until the device is completely within the catheter. Reposition and deploy, or remove the device from the patient." D6a & d6b: added implant & explant date. H6: medical device problem code added: 2920 difficult to advance.